Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Results: the field service representative determined the cause was the fluidics.

Manufacturer narrative:
The investigation could not determine a specific root cause due to the limited information provided by the customer. No patients were adversely affected.

Event description:
The customer discovered questionable ion selective electrode (ise) results for seven patients when the results were questioned by a doctor. Of the data provided, the results for five patient samples were discrepant. The repeat results were generated after recalibration. All results are in mmol/l. Patient sample 1 initial sodium result was 129 and the repeat result was 139. The initial potassium result was 4.3 and the repeat result was 4.8. Patient sample 2 initial sodium result was 131 and the repeat result was 140. Patient sample 3 initial sodium result was 130 and the repeat result was 139. Patient sample 4 initial sodium result was 126 and the repeat result was 134. Patient sample 5 initial sodium result was 130 and the repeat result was 138. The initial potassium result was 3.9 and the repeat result was 4.5. All of the initial results were reported outside the laboratory. The patients were not adversely affected. The sodium electrode lot number was p11 with an expiration date of 02/28/2013. The potassium electrode lot number was x25 with an expiration date of 02/28/2013. The field service representative determined there was an issue with fluidics. He checked the fluidics, vacuum and pressure which were ok. He determined the ise sipper wash 1 was not draining properly. He cleaned and flushed the sv29 and sv30 valves. He checked and cleaned the sonic mixers and also replaced the sipper tubing and ise tubing. To verify the analyzer operation, he ran a diagnostics functional check, calibration, controls and precision. All recovered within specifications. The customer ran comparison testing on 5 patient samples on an integra 400 analyzer with acceptable results.